Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with the correction bolus. Customer experiencing the symptom related to the high blood glucose was nausea. Customer does not allege pump was under delivering. Troubleshooting were done for the high blood glucose. No product is expected to return for analysis.